Manufacturer narrative:
Pt is having recurrent effusions. The surgeon believes it is due to poly insert wear. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Pt is having recurrent effusions. The surgeon believes it is due to poly insert wear. Revision surgery is planned to exchange the poly inserts.